Event description:
Hp threaded headless pin broke off in patients tibia and was not retrieved.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial reporting stated the product fractured and a portion of the product remains in the patient. Examination of provided x-rays confirmed the fractured pin. The product lot code required in retrieving the device history records for reviewing was not provided. The investigation could not draw any conclusions about the root cause of the pin fracture based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.